Event description:
A malfunction was reported on the pump with a malfunction code displayed. Customer¿s blood glucose (bg) level was 354 mg/dl. The customer was provided with pump reset information by technical support and was assisted in resetting the pump. The malfunction did not recur, and the customer was advised to call back if it happened again.